Event description:
An applicator issue was reported with the abbott diabetes care (adc) device. A customer reported being unable to obtain readings due to the "protruding applicator needle, loose applicator cap and missing thread" upon opening the sensor kit. As a result, the customer experienced slurred speech, weakness and was unable to self-treat. The paramedics were called and responded and they provided the customer with biscuits for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigation's are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An applicator issue was reported with the abbott diabetes care (adc) device. A customer reported being unable to obtain readings due to the "protruding applicator needle, loose applicator cap and missing thread" upon opening the sensor kit. As a result, the customer experienced slurred speech, weakness and was unable to self-treat. The paramedics were called and responded and they provided the customer with biscuits for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. The applicator has been fired correctly. Sensor pack (B)(6) has been returned and investigated. Visually inspection has been performed and observed damaged to the transition features. Also observed minor damage on the guide rib at 12 o¿clock position. It was observed that the lid was completely peeled off and the platform slides up and down completely. The observed minor damaged to the guide rib did not impact the functionality of the platform. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no issues were observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The customer's complaint was not observed, therefore issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.